Event description:
This procedure was performed in (B)(6). The protege everflex 100mm would not completely deploy. The physician removed the entire system without incident. However, investigation indicates that a 150 mm stent may have been loaded into the stent delivery system.